Manufacturer narrative:
The serial number, and manufacture and expiration dates provided with the initial report were incorrect.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 23mm sapien valve was implanted in an 80:20 ventricular position, resulting in moderate paravalvular leak (pvl). A second 23mm sapien valve was subsequently implanted within the first valve, but landed in an 80:20 aortic position. Following deployment of the second valve, the patient did not recover from the pacing run and was placed on cardiopulmonary bypass (cpb). During this time, it was felt that the patient had significant pvl and that the left and/or right coronary artery may be covered. However, a contrast injection showed that the coronaries were not covered. It was then found that the mitral valve was significantly compromised by the 80:20 ventricular placement of the first valve. The decision was made to open heart surgery to remove the two sapien valves and replace them with a surgical valve. The patient did not tolerate the surgery and expired. The native aortic annular diameter was 16.2mmx26.0mm (area 395) by CT. The native aortic valve and root were moderately calcified and there was moderate mitral annular calcification (mac). The sinotubular junction (stj) diameter was 27.7mm, and the sinus of valsalva (sov) diameter was 27.8mm. The patient¿s ejection fraction (ef) was 40%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Prior to deployment, the first sapien valve was positioned 50:50 across the native aortic annulus. Per the implanting physician, the ventricular malposition of the first valve may have been due to a combination of the loss of imaging for a brief time during valve deployment and accidental movement of the delivery system. The aortic malposition was possibly caused by the delivery balloon being inflated too rapidly.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed. However, a combination of patient (moderate calcification of the native valve and root) and procedural (loss of imaging for a brief time during valve deployment, accidental movement of the delivery system) factors may have contributed to the event. The pvl was likely caused by a combination of the ventricular malposition and the elliptical shape of the native aortic annulus (16.2mmx26.0mm by CT). The ventricular malposition likely led to the mitral valve compromise. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.